Event description:
It was reported that during an abdominal aortic aneurysm repair, the suture frayed while suturing the graft to the aorta. There was no adverse pt outcome. Surgery was extended from 30 to 60 minutes.